Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant (xifnt411) and one certain® bellatek® encode® healing abutment (ieha444) were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use (ifus), risk files and other available information. Functional testing could not be performed since the devices were not returned. No pre-existing conditions were noted. The implant had been placed on tooth # 13. X-ray or picture images were provided. However, the reported events could not be confirmed. DHR review for the lots (2012080689 & 1228337) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2012080689 & 1228337) for similar events (complaint category keywords: does not seat & damaged drive feature) and 2 other complaints were identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction and the reported events could not be verified since the products were not returned. A definitive root cause could not be determined. Based on the investigation, risk review and IFU, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating excessive torque used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Not returned device.

Event description:
It was reported that internal implant threads has been damaged. Doctor was unable to seat the healing abutment during multiple times. Doctor believes the implant was damaged. Not injury has been reported and implant remains implanted. Tooth location 13.